Manufacturer narrative:
Physio-control evaluated the customers device data and verified the reported issue. Physio control determined that during those power offs the device was trying to switch source power to battery 2 each time. Physio was unable to duplicate the reported issue. The customer was provided a replacement device. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would power up and shut down after about 10 seconds when the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report that their device would power up and shut down after about 10 seconds when the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with all the available patient information.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power up and shut down after about 10 seconds when the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.